Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) was observed to have unspecified foreign material at port . This event occurred during mixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed which noted light brown particulate matter on the additive port. Additional magnified inspection was performed which revealed that the particulate matter was embedded in the base of the additive port tubing and was not in the fluid pathway. Energy dispersive x-ray spectrometry (eds) identified the particle to be made of copper. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.